Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed hypotension. An echocardiogram revealed a pericardial effusion. The cause of the pericardial effusion was unknown. A pericardiocentesis tap was attempted with inadequate results. The patient was placed on cardiopulmonary bypass (cpb) via right common femoral artery (cfa) and right atrium. A sternotomy was performed. The apex was found to be perforated, which was repaired with 3-0 sutures. The right cfa was repaired with patch angioplasty using a pericardial patch. The patient was taken to recovery and was discharged to a long term care facility sixteen days later. No additional adverse patient effects were reported.